Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests, one after the other, using different finger sticks and strips. The results were 114 and 161 mg/dl. He did not have any symptoms. Control testing could not be done due to lack of supplies. On follow-up, he stated that he did not get enough blood with the first test. He never checks the confirmation dot to make sure it's completely blue, because he did not know to do that. The lifescan representative reviewed qc procedures and testing technique with the reporter.